Manufacturer narrative:
(B)(6). It is not known if this device is available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When the product arrived at the hospital they discovered a packaging issue where the seal was open, and they will not accept this product.

Manufacturer narrative:
The device was received in a sterile packaging and the engineering report is pending. It will be submitted within 30 days upon receipt.

Manufacturer narrative:
The lot number was obtained during analysis of the device. As reported, when the product arrived at the hospital, they discovered a packaging issue where the seal was open, and they would not accept the product. It is not determined if there was any damage to the outer or inner boxes of the packaging. The seal was open immediately upon receipt when the product arrived at the hospital. Therefore, it had not been stored or shelved. No further information is available. The pouched device was returned for evaluation and lake region completed the analysis of the returned product. Additionally, a section of the shelf carton was returned with a portion of the carton label adhered. The remaining shelf carton and bottom section of the label were not returned. Based on the initial complaint, the pouch seal was inspected for damage. No defects were found on the seals (4 sides). The pouch was carefully opened to verify that there were no voids in the seal region indicating breach of sterile barrier ("open seal"). No defects were found on the manufacturers or lake region medical's seals. The seals are all uniform and the pouch was not open on any side. After review, it was found that there was damage to the perforated edge of the remaining label on the section of the shelf carton that was returned. The complaint does not state whether the shelf carton was the open seal, but evaluation on the shelf carton seal cannot be performed as. The device was carefully removed from the packaging. When the device handle was actuated, the jaws open and close as designed. There are no other defects detected with this device. A review of the device batch record was performed for raw materials, in-process and finished goods for lot number 70215254 and there were no non-conformances or CAPA's opened in relation to the nature of the complaint. The reported event by the customer as¿ packaging/pouch/box- compromised sterility-seal open was not confirmed as no voids in the seal region indicating breach of sterile barrier were noted during analysis. The shelf carton had an open seal, however no root cause can be determined as only a portion of the carton was returned. The cause of the event experienced by the customer could not be conclusively determined. Shipping or handling factors may have contributed to the reported event. Neither the analysis nor the device history record review suggests that the event reported could not be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information was received that the device is being returned including the packaging. A photograph is not available in the interim. It is not determined it there any damage to the outer or inner boxes of the packaging. The seal was open immediately upon receipt when the product arrived at the hospital. Therefore it had not been stored or shelved. Additional information is pending and will be submitted within 30 days upon receipt.